Event description:
Patient was undergoing surgery on [redacted]. The patient had an existing left radial arterial line that was not drawing back. The anesthesia attending, who is very experienced in the use of the micropuncture kit, exchanged the arterial line using a micropuncture wire. On arrival/handoff from or to ICU, it was noted that the dilator/guidewire was present in the left radial arterial line. The introducer and dilator are packaged with the dilator fully inserted into the introducer with the connection fully engaged. The hubs for the dilator and introducer are the same color, making it difficult to discern that the dilator needs to be removed.